Manufacturer narrative:
It was reported to abbott a patient underwent a lead revision and an ipg replacement. The ipg was replaced due to being depleted. The physician wanted to reposition the existing octrode lead for better coverage. The lead could not be repositioned intraoperatively, so it was replaced with a new lead. The replacement and revision took place, and the patient was happy with the new stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-19032. It was reported the patient's ipg depleted and experienced inadequate therapy. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg and lead was explanted and replaced to address the issue.